Event description:
An optometrist reported a patient with decreased contrast sensitivity, glare, blurry distance and near vision since having bilateral intraocular lens (iol) implant surgery. The optometrist stated the patient has 20/20 uncorrected vision, but reports she cannot see at distance or near. Additional information was received from the implanting surgeon who reported the event of "contrast problem" is ongoing and was first identified since iol implantation. The patient had pre-existing dry eye. In the surgeon's opinion, it is unknown if the iol caused/ contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).